Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that when a new lead was placed in the implantable cardioverter defibrillator (ICD), high impedances were noted. The device was explanted, replaced, and impedances were normal with the new device. No patient complications have been reported as a result of this event.